Event description:
Event: pt expired. Case details: the device was inserted without incident. The superior attachment system was deployed. It was noted on third inflation of the aortic balloon, the pt's blood pressure dropped. An angiogram showed a rupture of the aorta at the level of the renals. The pt's blood pressure was stabilized to 100/60. The procedure was continued. The pt expired on the table. The physician indicated to guidant that the pt's anatomy was too soft and the pt would not have tolerated an open procedure.